Event description:
It was reported that, "5+ months post op, the pt began complaining of radiculopathy. It was determined that the interbody spacer was backing out which was causing the pt's symptoms. The surgeon elected to remove the spacer and it was determined that there was no bone growth through the cage, but robust fusion laterally. In the initial surgery infuse was used inside the cage and upon explant the infuse sponge was still intact with no bone growth."

Manufacturer narrative:
Method: complaint history analysis and risk assessment. Results: there have been no previous complaints related to unilif spacers migrating neither post-op nor previous complaints related to unilif spacer being used with infuse. In this case the pt fused around the spacer but not inside the spacer which lead to the cage migrating. Because of the pt's symptoms a revision surgery was completed to remove the cage. Conclusion: a definitive conclusion could not be determined since the device was kept by the pt. However, infuse is indicated to be used with the medtrontic lt-cage lumbar tapered fusion device and the avs unilif implants are indicated for use with autogenous bone graft only. These two off indication uses appear to be the cause of this event.